Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An administrator reported that during an intraocular lens (iol) implant procedure, the patient 's capsule ruptured. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis. Iol returned positioned correctly in the iol case. There are no signs of external handling on the iol. The root cause for the reported complaint "capsule rupture" could not be determined. It states in the file that "capsule rupture occurred when lens was already opened". A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4)